Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 75% stenosed lesion was located in the severely calcified and moderately tortuous right coronary artery. The physician attempted to pre-dilate the lesion with the 8mm x 4.5mm quantum maverick balloon catheter. The maverick balloon was inflated to 4atms and ruptured. The procedure was successfully completed with a different device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)